Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.

Event description:
It was reported that the patient indicated she has been having "excruciating pain around the box (ICD)" and that the left ventricular lead was "pacing my diaphram" and is "turned off". Previous experience on the device includes patient reporting that she has diaphragm stimulation. The device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient indicated she has been having "excruciating pain around the box (ICD)" and that the left ventricular (lv) lead was "pacing my diaphram" and is "turned off". Previous experience on the device includes patient reporting that she has diaphragm stimulation. It was further reported that the lv lead was capped and device removed at the patient's request. The device and lead were not replaced. No further patient complications have been reported as a result of this event.